Manufacturer narrative:
The lot number for this incident is unknown. Possible lot numbers: 4237576, 4237578 and 4328661. As the lot number is unknown, the device expiration date is unknown. Evaluation: a sample has been received for evaluation but the evaluation has not yet been performed. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient was receiving a daily infusion of 500ml of nacl over 12 hours. On (B)(6) 2015, the nurses reported persistent induration at the infusion site of the right thigh. An evacuation puncture was performed and the site tested positive for proteus mirabilis. The patient was hospitalized, antibiotics given, and a redon drain was placed. The patient returned to the facility on (B)(6) 2015 following drain removal. On (B)(6) 2015, another device was placed to the right thigh for subcutaneous infusion and on (B)(6) 2015 redness appeared to the puncture site. The catheter was removed and sent to bd for analysis.